Event description:
Caller states the patient tested 4.7 inr on the coaguchek s system and 2.83 inr on a comparison lab. No action taken on device result, coumadin was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.